Manufacturer narrative:
Sent: 09/09/2005.

Event description:
During a hals sigmoid colectomy procedure, the device tore at the outer ring. Another like device was opened to complete the case. There was no patient consequence.